Event description:
Patient with end of battery life of intrathecal pump underwent an open intrathecal pump reservoir replacement on [redacted]. The pump battery expected life was [redacted] and failed sooner than expected requiring surgical intervention to replace the pump. Manufacturer response for intrathecal pump, synchromed ii (per site reporter). Pick up the pump for a non-destructive analysis.